Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level were 411 mg/dl, 384 mg/dl. The customer experienced the nausea. The customer stated that auto mode was active. Customer was treated with bolus. Customer also reported that the insulin pump had hardware low level failures. Customer had not alleged that the insulin pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose levels. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The device will be returned for analysis.